Manufacturer narrative:
Initial and final MDR 1913845 - MDR 3003442380- 2024 - 14864 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 the patient experienced an issue with two infusion set cannula was crimped and patient faces symptoms within 3 or more hours after insertion. The infusion set is long for less than 24 hours. The site of insertion is abdomen. The blood glucose level was 240 mg/dl and patient addressing the issue of high blood glucose with correction bolus via pump. No further information available.